Manufacturer narrative:
Review of the data and complaint notes determined the following sequence of errors was observed: 5847-746, 5871-746, 5871-747 and 5871-808. Service detailed error 5871 axis alert 606 / 10006, board damaged, connector singed due to overheating. No other issues were identified. Replacement of the pdu, or power distribution (h-90000047-02), and gripper controller pcb, or theta collection (h-35021642-01), boards resolved the issue on the alinity hq processing module, serial number (B)(6). Return testing was not completed as returns were not available. There is no increase in complaint activity. A review of tracking and trending for the alinity hq processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency for the alinity hq processing module was identified.

Event description:
The customer observed instrument error messages on the alinity hq processing module. The error codes generated were 5871 (axis alert 606 / 10006) and 5843 (device failed to initialize) on (B)(6) 2023. The technical service specialist (tss) arrived onsite to inspect the instrument. The tss verified that the theta mechanism board¿s connector and cable showed signs of charring. On (B)(6)2203 a systems check was carried out and found that the robot gripper was damaged, causing the connector and the board to burn. The system was checked, and no shorted cables or locked motors were observed. On (B)(6) 2023, the sample handler robot was replaced and the tss still observed the same error code 5843. The tss performed the sampler handler robot firmware procedure however the issue was not resolve. The tss discovered through additional troubleshooting that the pdu board was damaging the sampler handler robot gripper, causing the overheating and burning of the sampler handler robot cable and boards. As in the first attempt only the sampler handler robot was changed, the instrument¿s pdu board damaged the new gripper, making it necessary to replace the pdu board and the sampler handler robot. There was evidence of fire observed. There was no impact to patient management or user safety reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed instrument error messages on the alinity hq processing module. The error codes generated were 5871 (axis alert 606 / 10006) and 5843 (device failed to initialize) on 27nov2023. The technical service specialist (tss) arrived onsite to inspect the instrument. The tss verified that the theta mechanism board¿s connector and cable showed signs of charring. On 27nov2203 a systems check was carried out and found that the robot gripper was damaged, causing the connector and the board to burn. The system was checked, and no shorted cables or locked motors were observed. On 29nov2023, the sample handler robot was replaced and the tss still observed the same error code 5843. The tss performed the sampler handler robot firmware procedure however the issue was not resolve. The tss discovered through additional troubleshooting that the pdu board was damaging the sampler handler robot gripper, causing the overheating and burning of the sampler handler robot cable and boards. As in the first attempt only the sampler handler robot was changed, the instrument¿s pdu board damaged the new gripper, making it necessary to replace the pdu board and the sampler handler robot. There was evidence of fire observed. There was no impact to patient management or user safety reported.

Manufacturer narrative:
Correction was made to field d2b pro code. The incorrect code of grz was changed to gkz. This was a typographical error correction and there is no further impact to the submission. Updated d4 - primary UDI number from initial: (B)(4).

Event description:
The customer observed instrument error messages on the alinity hq processing module. The error codes generated were 5871 (axis alert 606 / 10006) and 5843 (device failed to initialize) on (B)(6) 2023. The technical service specialist (tss) arrived onsite to inspect the instrument. The tss verified that the theta mechanism board¿s connector and cable showed signs of charring. On (B)(6) 2023 a systems check was carried out and found that the robot gripper was damaged, causing the connector and the board to burn. The system was checked, and no shorted cables or locked motors were observed. On (B)(6) 2023, the sample handler robot was replaced and the tss still observed the same error code 5843. The tss performed the sampler handler robot firmware procedure however the issue was not resolve. The tss discovered through additional troubleshooting that the pdu board was damaging the sampler handler robot gripper, causing the overheating and burning of the sampler handler robot cable and boards. As in the first attempt only the sampler handler robot was changed, the instrument¿s pdu board damaged the new gripper, making it necessary to replace the pdu board and the sampler handler robot. There was evidence of fire observed. There was no impact to patient management or user safety reported.